Event description:
The device was used during a small intestine procedure. Reportedly, after firing, the device was difficult to open. A piece of plastic came loose in the surgeon's hand. No pt injury was reported.